Event description:
The customer reported that the device monitor failed to display shock. The customer was using the device to shock a patient and the device correctly shocked the patient. No additional details regarding the patient or procedure were available from the customer. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.